Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was confirmed; the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that the mx40 displays an error of speaker malfunction, and no sound is made from the speaker. The biomed confirmed that no sound was coming from the mx40 when in use. The biomed would like to send to the bench for repair.